Event description:
It was reported that the pump touch screen was unresponsive. Value displayed "high" to customer¿s blood glucose (bg) level. Reportedly, the customer has not addressed their bg at the time of troubleshooting. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.